Event description:
It was reported that the connectors for the connecting tube keep breaking very easily. The issue was found during reprocessing. There were no reports of patient harm

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the user applied external stress in the incorrection direction to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The user can detect the event by conducting inspection as follows per the instructions for use (IFU): "9. Preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: d4 (lot number), the subject device was manufactured in december 2023 based on the provided 3-digit lot information. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the cleaning tube's lock lever had been subjected to external stress. This force likely compromised the lever's integrity, resulting in the tube's inability to connect properly. Further analysis indicated that the direction of the applied force may have contributed to the lever's failure. Olympus will continue to monitor field performance for this device.